Event description:
The customer's mother reported that she needed to pick her son up at school due to high bg readings (340mg/dl) with moderate ketones. A communication error was initiated, though the specific code is unknown. No additional information was provided about the device or the event. The pod will be returned for evaluation.

Manufacturer narrative:
The returned product evaluation confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully.